Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, non-sustained oversensing was seen. Abbott technical support indicated the oversensing episodes are likely electromagnetic interference. Device reprogramming is anticipated at next follow-up. The patient is stable.